Event description:
In 2006 the lay user/patient contacted lifescan alleging that his one touch ultrasmart meter was displaying error 5 messages. The medical affairs specialist sent a letter seven days later. The patient reported error 5 messages with two different lots of test strips. At the time of the tests, the patient reported having symptoms of weakness, blurred vision and increased urination. The patient went to his doctor (date/time unknown) for help (reason unknown) and was treated with intravenous insulin. The customer care advocate (cca) verified the following: the test strips were in good condition, the correct testing/cleaning techniques were used, and the meter was not out of the box. The cca walked the patient through troubleshooting but the error 5 persisted. The meter, test strips, and control solution were replaced.